Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the reporter: a small piece of the distal end of the cannula fractured off inside the patient. No patient injury was reported. No additional information available at this time.